Manufacturer narrative:
All inr results provided by customer are performed more than three hours between two readings. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Data analysis will not be performed and no further investigation will be pursued. Recent test conducted on (B)(6) 2011 for lot #243934 met accuracy criteria. Test results are as follows: date: (B)(6) 2011, donor: #1, inr results: (3.4, 3.2, 3.2). Date: (B)(6) 2011, donor: #2, inr results: (3.8, 4.0, 3.7). At least two out three replicates are within the allowable bias (^+/- 1.0) of reference results for donor 1 (2.70 inr) and donor 2 (2.96 inr), respectively. No further investigation will be pursued at this time. (B)(4). There is no indication in the trending data that there is an elevated incidence of discrepant results with this lot. Therefore, there is no increased risk of patient receiving inappropriate treatment because of using lot# 243934. This failure mode will continue to be monitored to determine corrective action is warranted. No corrective action required at this time.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, lab: 2.53. Date: (B)(6) 2011, inratio: 1.8. Therapeutic range: (2.0-3.0). No change in medication or diet.